Manufacturer narrative:
Information contained in this report was previously submitted through ansm, report (B)(4) , on (B)(6) 2021 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Medical staff reported a right side rupture. Device has been explanted.